Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the metal tip pulled apart from the plastic piece at the end of the vasoview hemopro 2 jaw. A replacement device was used to complete the procedure. The hosp did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. Internal complaint number: (B)(4).